Manufacturer narrative:
The console was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the console caused attached handpieces to start on their own during a podiatry case. The procedure was still able to be completed. There were no adverse consequences reported as a result of this event.